Event description:
Customer reports testing hi on the device and taking 12 units of humalog. Customer states that within 15-20 minutes she was confused and was taken to the hospital by paramedics. The hospital reportedly received a result of 29mg/dl and administered a glucose IV. No quality controls were used. Requested return of suspect device and replacement was sent.